Event description:
Discordant, falsely elevated sodium (na), potassium (k) and chloride (cl) results were obtained on two patient samples on a dimension vista 500 instrument. The discordant results were reported to the physician(s), who questioned them. Sample y264065136 was repeated on the same instrument, resulting lower. Sample y264066390 was repeated on an alternate instrument, resulting lower. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated na, k and cl results.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). A siemens headquarter support center (hsc) specialist evaluated the instrument data, which indicated that the cause of discordant na, k and cl results was due to poor pre-analytical sample quality. Quality controls were within range at the time of event. It was also discovered that the customer was centrifuging patient samples outside of the tube manufacturer specifications. The cause of the samples being centrifuged outside of tube vendor specifications is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.